Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 445 mg/dl. Customer reported that the insulin pump had insulin flow block alarm. Customer reported that the cannula was bent. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.